Event description:
It was reported that the cycle power and battery case is damaged. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's battery holder damaged. The customer stated problem was duplicated. Every time the device is switched to ventilate, the electronic alarms dont always activate - intermittent power up. Getting approx. 3.63 vdc from the battery. On closer inspection, the battery holder appears to be damaged. Swapped out battery holder and the device consistently activates the electronic alarms every time the device is switched to ventilate. Replaced damaged battery holder. The cause of the reported problem was traced to the user manipulation of the device. The manufacturing DHR is not relevant to the investigation due to the age of the device and the problem source is user interface.